Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during surgery, the doctor asked for the lens with cartridge was verified, it was moved to the table, the lens was assembled and once it was ready to inject it was passed to the surgeon and inspected under the microscope, which shows that it was well positioned, when the lens was injected into the eye it was evidenced that it passes easily but at the moment it enters the eye it was observed that the upper haptic of the lens was broken, therefore the lens was broken with scissors and removed from the eye, it was completely removed during initial procedure and a new unspecified lens in good condition was introduced, without obtaining no complications to the patient. Additional information has received that there was no impact to the patient.